Event description:
A pt reported experiencing inaccurate erratic results with a otb original meter. The pt's blood glucose results were 202mg/dl, 86mg/dl, 256mg/dl. Tests were done within 6 mins with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.